Event description:
During an implantation procedure when the catheter was inserted into the patient's coronary sinus it was split and perforated the patient. The procedure could not be continued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Cancelled procedure. Other: na.